Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital with lead exhibiting low impedance, oversensing, the lead was fractured. It was decided that the patient no longer required the device, the system was explanted. The ventricular lead that had been previously capped on (B)(6) 2014 was explanted due to fracture. No additional information was available.